Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites (B)(6) were removed due to infection. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. DHR review was completed for the subject lot number 63850942. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63850942 for similar events and no other complaint was identified. Review completed utilizing keywords: infection.

Event description:
In (B)(6) 2022, the patient presented with missing teeth in the upper left position 5, upper right position 2, and lower left position 7. After examination, implants were implanted, and the primary stability was good. Recently, the hospital was found to have a peri-implant infection and pain, and the implant was removed. Symptoms as a result of the event: pain.